Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion and cartridge 1 alarm during bolus delivery. The customer indicated that the cartridge was cracked. The customer changed the cartridge and infusion set. The customer's blood glucose level (bg) was 170-211 mg/dl and a correction bolus was delivered to address the bg level.